Manufacturer narrative:
Per tandem's user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that touchscreen was intermittently unresponsive, making the decimal point button difficult to select and sometimes shutting the pump off. Customer inadvertently delivered a bolus of 7 units instead of 0.7 units. Subsequently, the customer went to the emergency room (ER). Blood glucose level was not provided. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.